Event description:
During use, the x-ray tube support section of the ceiling type x-ray tube support came off the x-ray tube support pull-up section, and the technician supported the x-ray tube support section and lowered it to the floor. The patient was not injured. We have received reports that had strained shoulder when the technician lowered the x-ray tube support section to the floor.

Manufacturer narrative:
Based on the hearing information from the site and the analysis results of the parts collected, the cause of the current incident can be estimated as follows. The repeated rotation of the x-ray tube support section, which caused it to hit the mechanical stopper more violently than expected, resulted in the loosening of the fixing bolt. It is highly probable that the fixing bolt failed due to fatigue because the fixing bolt continued to be used in a loose state. Before the occurrence of this incident, the mechanical stopper of the x-ray tube support section had also broken. It is inferred that a considerable amount of load was applied to the fixing bolts even in the process leading to the breakage of the mechanical stopper. Eight fixing bolts are unlikely to break simultaneously. It is thought that the bolts that receive the most impact force when rotating around the vertical axis of the x-ray tube support section are broken in order. It is probable that after all the bolts broke, it became possible to perform rotation of x-ray tube support around the vertical axis without releasing the brake, and the user performed rotation around the vertical axis without releasing the brake. The operation manual requires confirmation that the rotation of the x-ray tube support section is locked during the daily inspection, and we believe that it is possible to notice that the bolt is broken.if the inspection and repair had been carried out properly at that time, it is probable that the x-ray tube support section would not have come off from the x-ray tube support pull-up section as it did in this case. It is considered highly unlikely that the x-ray tube support section will come off as shown in the above. On the other hand, when the maintenance is not carried out properly, as in this case, it is undeniable that the x-ray tube support section will come off, so we will implement countermeasures.

Manufacturer narrative:
We will have the damaged parts replaced and returned to the factory for analysis.

Event description:
During use, the x-ray tube support section of the ceiling type x-ray tube support came off the x-ray tube support pull-up section, and the technician supported the x-ray tube support section and lowered it to the floor. The patient was not injured. We have received reports that had strained shoulder when the technician lowered the x-ray tube support section to the floor.